Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of electrical specification. Analysis also found the lower case and side bail covers were broken and the serial number label was torn. (B)(4).

Event description:
It was reported that the lower display of the external pulse generator (epg) had some pixels that were not working, making the display difficult to read. The epg was returned for repair. There was no patient involvement.